Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. The customer issued a complaint for a detached syringe from needle guard detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This device was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion the syringe most likely became detached as it was not clipped into the device or the product received an external impact after syringe insertion which caused the syringe to unclip from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion.

Event description:
It was reported that cannula pulled off with a bd ultrasafe b100l ng blue. The following information was provided by the initial reporter: the complainant reported that when the gray needle cover was removed off the pfs, "the needle fell out from the blue needle safety guard.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cannula pulled off with a bd ultrasafe b100l ng blue. The following information was provided by the initial reporter: the complainant reported that when the gray needle cover was removed off the pfs, "the needle fell out from the blue needle safety guard.".